Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the pulse generator was connected to the lead, there was no pacing or capture, even when the device was placed in the pocket. The pulse generator was replaced.